Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering the screen unresponsive and illegible. The impact on the customer's blood glucose level was unknown as the caller declined to answer if levels exceeded 500 mg/dl. The customer reverted to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was also instructed on returning the damaged pump using a pre-paid label.